Event description:
The customer reported false positive rheumatoid factor (rf) patient results with the use of a specific immage immunochemistry system rheumatoid factor (rf) reagent lot on an immage immunochemistry system. The customer reran the samples using a different rf reagent lot and obtained lower, negative rf results. The number of patients involved in this event is unknown. The customer did not provide actual patient results. The erroneous results were not reported out of the laboratory and hence there were no reports of death, serious injury or change to patient treatment associated or attributed to this event. There were no reports of any issues with other chemistries or system errors. The samples were fresh, serum samples which were centrifuged prior to testing. No sample issues were noted. Instrument chemistry quality control results shifted high during the timeframe of the event. No patient information or additional system performance information was provided by the customer.

Manufacturer narrative:
Service was not dispatched for this incident as the issue is believed to be reagent related.